Event description:
The customer reported approximately twenty (20) milliliters of fluid leaked outside the instrument and onto the counter involving the coulter act diff 12 analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the baths overflowed and did not drain. The fse flushed the baths drain line and resolved the issue. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).